Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Inflammatory reaction involving the bursa [bursitis]. Redness to the inside medial face of the thigh above the knee. [Erythema]. Knee swelling [joint swelling]. Liquid present in the treated knee [joint effusion]. Case description: spontaneous report was received on may 3, 2013 from a physician regarding a patient (demographics not provided), initials unknown. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc one (hylan g-f 20) injection (route and dosage regimen not provided) in an unspecified location. The lot number of synvisc one was not provided. On an unspecified date, the patient experienced unspecified inflammatory reaction. The action taken with synvisc one treatment was not provided. The outcome for the event of unspecified inflammatory reaction was not provided. Relevant concomitant medications were not provided. The intensity for the event was not provided. The relationship between synvisc one and the event was not provided by the reporting physician. Follow up information was received on may 9, 2013 from the physician regarding patient's medical history, clinical course, event information and treatment medication (updating the case from non serious to serious, as the patient received corticosteroids for treatment of events). The patient was identified as an adult female. The patient's medical history was significant for osteoarthritis. On an unspecified date in (B)(6) 2013, the patient received intra-articular single injection of synvisc one in an unspecified knee. On unspecified dates in 2013, the patient experienced inflammatory reaction involving the bursa (earlier reported as unspecified inflammatory reaction), redness to the inside medial face of the thigh above the knee, knee swelling, and had liquid present in the treated knee. The patient was treated with oral corticosteroids for all the events. Following the treatment medications, the patient recovered from all the events. The intensity for all the events was not provided. The relationship between synvisc one and all the events was not provided by the reporting physician.